Event description:
It was reported that the "intra-aortic balloon (iab) was inserted without a sheath on the right side during stay in intensive care; pump on alarm helium leak. Cold trap was filled with water and with blood. We changed the pump and we had no alarms." X-rays were performed directly after insertion and the findings were correct implantation. The x-ray is not available. Pt's outcome was increased hemodynamic values. The sales representative stated "I have sent a printer strip with actual balloon pressure wave. I informed the biomedical technical service."

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.